Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. There is no indication that the open resistor caused or contributed to the failure to convert event. The device was able to deliver 6 appropriate treatments to the patient. There is no indication that the monitor was damaged prior to the event, the damage occurred during the event when the patient received an external defibrillation. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. Additionally, the cable connecting ECG a to the front te was pulled from strain relief and the j703 connector was damaged on the dn pca. The root cause for the strained cables was excessive force. There is no indication that the damaged electrode belt caused or contributed to the failure to convert event. The device was able to deliver 6 appropriate treatments to the patient.

Event description:
A us distributor contacted zoll to report the a patient was treated on (B)(6) 2019 by the lifevest. The patient was reportedly at work when the event started, and was taken to the hospital during the event. It was reported that the patient coded and the hospital staff attempted to resuscitate him during the event. The patient reportedly was not conscious during the event. The first treatment was delivered at 8:54 am while the patient's rhythm was vt at 200 bpm. The post-shock rhythm was sinus bradycardia at 30 bpm. The patient received a second treatment at 8:55:41 am while his rhythm was vf. The post-shock rhythm was idioventricular rhythm at 25 bpm transitioning to sinus rhythm at 60 bpm. At 10:38:46 am, the patient was treated a third time while in vt at 150 bpm. The post-shock rhythm was sinus bradycardia at 55 bpm with recurrent vt at 190 bpm. A fourth treatment was delivered at 10:41:21 am while the patient was in vf. The post-shock rhythm was vt at 150 bpm. At 10:41:38 am, a fifth treatment was delivered while the patient was in vt at 150 bpm. The post-shock rhythm was vt at 160 bpm. At 10:41:48 am, the patient received a non-lifevest defibrillation by hospital staff. The patient's rhythm at the time of the non-lifevest treatment was vt 150 bpm, and the post-shock rhythm was idioventricular at 60 bpm. The patient received a sixth treatment from the lifevest at 10:42:38 am. The patient's rhythm at the time of the treatment was vt at 160 bpm and the post-shock rhythm was vt at 150 bpm. The patient was reportedly flown to another hospital after the event and it was reported that he is not doing well. The lifevest was shutdown at 12:00:33 pm.